Event description:
Terumo medical received an FDA medwatch report # mw5106885. The medwatch event description stated that the involved r2p destination sl sheath broke and began to unravel when the device was being removed from the patient. The device was able to be removed but could have got stuck in the patient.

Manufacturer narrative:
Patient identifier: not provided, unknown. Age & date of birth: not provided, unknown. Patient sex: not provided, unknown. Weight: not provided, unknown. Ethnicity: not provided, unknown. Race: not provided, unknown. Catalog number: not provided, unknown. Lot number: not provided, unknown. Expiration date: unknown due to unknown catalog and lot number combination. UDI: unknown due to unknown catalog and lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: not provided, unknown. Phone number: not provided, unknown. Establishment address: not provided, unknown. Initial reporter name: not provided, unknown. Health professional: not provided, unknown. Device manufacture date: unknown due to unknown catalog and lot number combination the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).